Event description:
It was reported the lead was removed and replaced due to oversensing, sensing difficulty, and inappropriate therapies. The patient further reported that his lead broke, and that he was shocked 4 times while driving. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other: it was reported the lead was removed and replaced due to oversensing, sensing difficulty, and inappropriate therapies. The patient further reported that his lead broke, and that he was shocked 4 times while driving. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, lead(s), fracture of, oversensing, sensitivity, shock, inappropriate.